Manufacturer narrative:
The investigation determined a lower than expected vitros phyt result was obtained from a single patient sample on a vitros 5600 integrated system. The most likely assignable cause is instrument related, as the results of the crbm within-run precision test were outside of ortho guidelines, indicating the vitros 5600 integrated system was not performing as intended. Ortho field service performed service actions and returned the instrument to its expected performance. In addition, pre-analytical sample handling cannot be ruled out as a contributing factor to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation found no evidence the vitros phyt reagent malfunctioned.

Event description:
A customer observed a lower than expected vitros phyt result obtained from a single patient sample on a vitros 5600 integrated system. Patient sample result of <3 ug/ml versus expected result of 25.99 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The non-reproducible, lower than expected phyt result was reported from the laboratory, however, a corrected report was issued and there was no allegation of patient harm. (B)(4).